Manufacturer narrative:
(B)(4). Please disregard information in the initial report for report number 3004753838-2016-06922 as the information has been reported in an initial report for report number 3004753838-2016-06915.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.